Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera control unit had a e222 communication error code intermittenly coming no images. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: d8, d9, g2, h3, h4, h6. The following fields were corrected: d4, d5, e1, e2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, malfunctions most it likely occurred because communication with the endoscope failed due to defective receiver module. However, a definite root cause could not be determined. Olympus will continue to monitor the field performance of this device.